Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that probe could not cut and aspirate the vitreous body during the left eye omentum surgery. The surgery was completed after replacing the product with new one. There was no patient impact.

Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with clear/yellow foreign material on the port face and inside the port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration, and nonconforming for actuation and cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling, the fillet was deemed conforming, no presence of adhesive observed on the inner cutter. Gouge marks observed at bend area and couple other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot number. A nonconformance was found for the inner cutter detached from coupling. This non-conformance could have potentially contributed to the reported event. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. The complaint evaluation confirms that the probe had a cut failure and indicated that probe had an actuation failure. The evaluation does not confirm that probe had an aspiration failure. The cause for the actuation and cut failures is the separation of components within the probe. No presence of adhesive observed on the inner cutter; therefore, the cause of the actuation and cut failures is related to the manufacturing process of the device. A non-conformance investigation has been initiated associated with the inner cutter/coupling detachment and a nonconformance has been completed in relation to the related non-conformances identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).